Event description:
The pt was hospitalized for elevated blood glucose levels and dka. The pt's mother reported that the pump exhibited moisture in the cartridge compartment.

Manufacturer narrative:
The cartridge has not been returned to animas for eval. Animas has conducted an eval of a cartridge from this mfg lot, and it was found to be operating within required specs.